Event description:
It was reported that the patient is feeling electrical shocks throughout body. It occurs primarily at night, but sometimes in the early mornings about 5 out of 7 days. The onset of symptoms began several months ago. The patient also has an inspire implant for sleep apnea and loop monitor for atrial fibrillation. The patient reported that the shocks occur even when the ins device is turned off. The patient has a doctor appointment to discuss the removal of the inspire implant. The patient is currently being treated for a urinary tract infection with antibiotics and reported that the ins therapy has been effective in relieving urinary symptoms. The patient also had a recent fall resulting in a head injury. They underwent an MRI but did not disclose the presence of the ins implant. An MRI readiness check was not performed, and the ins device remained active during imaging. A follow-up appointment with the field rep has been scheduled. It was later reported that patient has great urinary relief when the device is on. It was previously turned off for 2 weeks and patient still felt jolting sensation. Device logs submitted in march showed no abnormalities. Patient is certain the device does not cause jolting. The occipital neuralgia, loop recorder, or sleep apnea device could be the source instead. Stimulation was set to p1l3 at a comfortable setting. The patient will reach out if bladder symptoms do not improve next week. The physician agrees with these findings.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient is feeling electrical shocks throughout body. It occurs primarily at night, but sometimes in the early mornings about 5 out of 7 days. The onset of symptoms began several months ago. The patient also has an inspire implant for sleep apnea and loop monitor for atrial fibrillation. The patient reported that the shocks occur even when the ins device is turned off. The patient has a doctor's appointment to discuss the removal of the inspire implant. The patient is currently being treated for a urinary tract infection with antibiotics and reported that the ins therapy has been effective in relieving urinary symptoms. The patient also had a recent fall resulting in a head injury. They underwent an MRI but did not disclose the presence of the ins implant. An MRI readiness check was not performed, and the ins device remained active during imaging. A follow-up appointment with the field rep has been scheduled. It was later reported that patient has great urinary relief when the device is on. It was previously turned off for 2 weeks and patient still felt jolting sensation. Device logs submitted in march showed no abnormalities. Patient is certain the device does not cause jolting. The occipital neuralgia, loop recorder, or sleep apnea device could be the source instead. Stimulation was set to p1l3 at a comfortable setting. The patient will reach out if bladder symptoms do not improve next week. The physician agrees with these findings.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.